Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad during a bolus attempt. The blood glucose reading was 295 mg/dl, which was treated for with a manual injection. The customer stated that the insulin pump had gotten wet in the rain prior to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The act button was unresponsive due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a scratched case and a broken reservoir tube lip.